Manufacturer narrative:
There was no patient involvement. The heater-cooler 16-02-80 is not distributed in the USA and it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k191402). Livanova (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). A livanova field service representative was dispatched to the facility to investigate the device and could confirm the reported issue. It was found that the device took more time to cool from 40°c to 5°c on the patient side in respect with device specifications. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that a heater-cooler system 3t device was not cooling on the patient side. Reportedly the device could not cool from 38°c to 24°c. Another device was used to complete the procedure. There was no report of patient injury.

Manufacturer narrative:
H.10: the affected device was returned to the manufacturer site for repair. The reported issue could not be reproduced during intensive tests performed and the machine was found to be cooling within specifications thus no repair activity was done. Subsequent functional verification testing was completed without further issues and the unit was returned to service. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
See initial report.

Manufacturer narrative:
H.10: the unit is installed since 2017 and a review of the complaint database did not reveal further reported issue related to this heater cooler. Based on troubleshooting results, the issue is most likely associated to procedure/circuit related factors such as tubings length or due to the simultaneous activation of cardioplegia and patient circuit cooling. As per device instruction for use, the length of the tubing between the heater-cooler and the heat exchangers and the single-use heating/cooling blanket must not exceed 5m. In addition, when activating the cardioplegia cooling circuit, it automatically has priority over the patient circuits. As a consequence, the cooling performance of the patient circuits is significantly reduced. Therefore, the cardioplegia cooling circuit needs to be deactivated at once, as soon as it is no longer required. Thus, the reported issue is most likely assigned to user and not related to any device defect.

Event description:
See initial report.